Event description:
It was reported that prior to the start of a da vinci-assisted nissen fundoplication pediatric surgical procedure, the medium-larger clip appler instrument had a defective tip. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter stated that only limited information was available from the operating room team and clarified that the reported ¿tip defect¿ referred to the jaws being unable to open and close properly.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.